Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was evidence of internal battery leakage and low battery sounded constantly when on ac power. There was an audible tone with visual orange led on instrument panel.

Manufacturer narrative:
Section d4: catalog number corrected. Section g4: there was no patient involved in this event. The PMA# provided is associated. With the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: incidental findings: damaged connector, frayed battery strap. The reported event of the visual orange indicator issue could not be confirmed; however, the reported event of fluid ingress issue was confirmed with the returned mobile power unit (serial # (B)(6)). The unit booted up and functioned as intended. Visual inspection of the unit revealed residue from what appears to have been fluid on the spring contact. Electrical testing confirmed the damage did not result in a contact issue. The battery holder was replaced. The unit passed all testing per the service process procedure and was returned to the rental pool. A root cause that led to the fluid ingress issue or the visual orange indicator issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes low battery power alarm. Low battery power alarm. 1. Connect to a working power source (mobile power unit or two heartmate batteries) right away. See connecting the system controller to the mobile power unit on page 90. 2. Call your hospital contact right away if connecting to power does not resolve the alarm. Also under this section, mobile power unit alarms are outlined. This includes the yellow mobile power unit battery and wrench advisory alarms. Yellow battery indicator. 1. Promptly switch to two fully charged heartmate 14 volt lithium-ion batteries. 2. Replace mobile power unit batteries (see inserting or replacing the mobile power unit batteries on page 82). Yellow wrench indicator 1. Promptly switch to two fully-charged heartmate 14 volt lithium-ion batteries. 2. Call hospital contact. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). ¿powering the system¿, explains mobile power unit usage. Under section 8, equipment storage and care, general cleaning guidelines for all equipment: use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning: 1. Do not allow water to penetrate into the interior of the equipment. 2. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 8, equipment storage and care, general cleaning guidelines for all equipment: use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning: do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.